Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a femoral trochanteric fracture. The surgeon attempted to attach the inserter on the pfna-ii blade, the blade did not turn and no move at all. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Add'l pro code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.